Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that the insulin pump had issue with the meter connection. Customer¿s blood glucose was 40 mg/dl at the time of incident and no form of treatment was reported. No low blood glucose troubleshooting was performed due to customer was not available. Insulin pump is not expected to return for analysis.